Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support stating that the device was not working properly overnight. The patient explained that they had been remaining connected to the device while administering manual insulin injections and had been announcing meals in an attempt to correct high blood glucose levels. After reviewing proper device use, the patient acknowledged the guidance and stated they would allow the correction algorithm to manage highs and avoid overcorrecting lows. The patient also agreed that a previous high was likely caused by overcorrecting a low following a meal announcement that was too large. The patient was advised to use smaller amounts of juice when treating lows to help prevent subsequent overnight hyperglycemia, and they expressed understanding. The patient returned to range by the following morning. During the event, blood glucose was affected, with a reported high of 245 mg/dl lasting from approximately 9:30 p.m. Until 2:30 p.m. The next day. As backup therapy, the patient administered 6 units of insulin manually while remaining connected to the device. No ketone testing was performed, and the patient did not receive professional medical intervention or additional assistance. No immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.